Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that the device will not be returning back to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.